Event description:
Complainant alleged that the device lost power during defibrillation. It is unk if that event occurred during a routine daily energy and discharge button test of the device by a clinician or if the malfunction was identified while the device was in use on a pt. The complainant indicated that a prior unreported event occurred with this device. It was unk if that prior malfunction occurred while the device was in use on a pt. In addition, the complainant reported that a subsequent pt event occurred with this device while it was in use on a pt.